Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act keypad dome. Keypad connector found close properly during visual inspection. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that buttons on the insulin pump are hard to push and sometimes do not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was over 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.